Event description:
Since the night of the essure procedure (B)(6) 2008 I had problems; before implantation dr. Told me it was made of stainless steel, so there should be no side effects. (Yeah ok educate the dr (B)(6) before letting them do procedures.). That night (B)(6) 2008, I was puking and had high fever called the hospital number they gave me if I had any problems and they told me it would be ok and this is normal, take the pain meds they gave me, it will help me. Instead it made it worse for me, this continued for 2 days and they wouldn't see me in the office due to my medicaid ran out, so I was stuck. Couple weeks later, noticed more problems and for me this was a big deal because I had always been very healthy all my life and no complications during any pregnancy. To cut this short, I had been through about every ER in (B)(6). All symptoms are constant abdominal pain,nausea, metallic taste in mouth, painful intercourse to were it's causing problems in my marriage. Bloating, fatigue, weight gain, water retention, headaches, sharp pelvic pains (stabbing and shocking feelings), having bowel problems to where I do not go on my own without a laxative, uterine infection, severe acne, vaginal discharge 98 percent of the time, thinning hair, hair loss, greying og hair im only (B)(6) (no it is not hereditary), extremely dry skin even with constant moisturizing, in xrays I have the coils do not look to be in the right spots where they should be, diagnosed with pcos and ptls, loss of concentration, have been suggested to have a hysterectomy until once again medicaid was taken from me. Til this day, I am still in pain and everything is starting to become worse for me and I don't think any other women should have to deal with this at all. Enough is enough and it needs to be taken off the market. This thing causes permanent damage especially when young women have to have hysterectomies cause of it. (B)(4).